Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the receiver displayed a system check pass and then data was lost. There was no report injury or medical intervention. No additional patient or event information is available.